Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, the right atrial leadless pacemaker (ralp) was found to have dislodged and embolized into the right pulmonary artery. The ralp was successfully retrieved and removed. The patient¿s condition was unknown.

Manufacturer narrative:
The reported event of post-op dislodgement could not be confirmed. Visual analysis noted that the outer helix length is out of specification; helix elongation is consistent with having occurred during implant procedure. Further analysis found no anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.